Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with approximately 300 units of insulin. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the logs; however no failure was identified. A different issue was identified.